Event description:
It was reported that the patient had never had therapeutic effect. The patient¿s device had not worked for at least a year prior to the report. There was no troubleshooting, diagnostics, interventions, or outcome reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v325861, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v249004, implanted: (B)(6) 2009, product type: lead. (B)(4).